Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to, and shall not constitute an admission that a reportable event occurred or that karl storz product was causally related to the incident. Pt underwent extracorporeal shock-wave lithotripsy treatment for 2 renal stones (6x6 and 3x4mm). Procedure went well with nothing unusual or abnormal (the pt passed the fragments with some hematuria), and pt was discharged on the same day and was complaint free. The next morning pt went to another room in their house to do some clerical work and was found dead a half hour later by a family member. Autopsy revealed the pt had a myocardial infarction. Pt had an investigation of coronary arteries 2 years ago due to epigastric pain, but the results were negative. Although karl storz does not believe the death is related to the extracorporeal shock-wave lithotripsy treatment, co is submitting this report out of caution.